Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot expiration date is currently unavailable.

Event description:
Shoulder stabilisation. While trying to insert the anchor for a slap repair, the anchor split before they had the chance to impact the anchor. The remains of the anchor were pulled out, and were replaced with a new one. No issue second time, no impact to the patient and only a 5 minute delay. I was present additional details obtained on 8-25-2016: an additional bone hole was created to complete the procedure.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. Typically, anchor breakages are associated with off -axis insertion, levering during insertion or hard bone quality. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A batch record review has been conducted and the results indicate that this batch of product was processed with an unrelated incident with no link to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).